Event description:
While preparing for a cryosurgical procedure the staff detected a burning smell. The system was shut down and moved to a room with an outside vent hood. Upon examination it was noted the exhaust heat exchanger had melted. No pts were in the room at the time. There was no known staff injury.